Event description:
International customer reported that a patient developed skin itching, redness and inflammation at the surgical site 4-5 days following mole excision. No medical treatment was warranted. The symptoms persisted after routine skin suture removal.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.